Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent blood glucose (bg) levels above 600 mg/dl. The customer alleged that the pump was not delivering any insulin; however, no notification (alert or alarm) was provided by the pump. No additional information was provided.